Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device passed all operational specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a surgical procedure to repair a femoral trochanteric fracture, it was observed that the radiolucent drive device kept spinning around during drilling for distal locking. It was reported that after the drill bit was switched for another drill bit, the same event occurred. It was reported that there was a five minute delay in the procedure due to the event. It reported that the (B)(6) proximal femoral nail antirotation (pfna) long nail was used for the procedure. It was reported that the surgeon searched for the best connection point of the drill bit and drive device to complete the procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.